Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 3006705815-2022-17050. It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken on (B)(6) 2022 and the left lead was explanted and replaced. However it is unknown which lead was explanted so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.